Manufacturer narrative:
At this time, msi is waiting for device to be returned so an investigation can be conducted. Once the device is back and the results of the investigation are available, a final adverse event report will be submitted.

Event description:
The operation was "radial artery harvest for coronary artery bypass graft". During the process, tips snapped and doctor had to retrieve them from inside patient, there was no harm to the patient.